Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of damaged lens. The lens had small detects on the edge and left implanted. Additional information was requested and stated that scratch was observed on the lens after implantation. Procedure was completed on the same day. There are three medical device reports associated with this complaint. This report is 3 of 3.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).